Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up / inspection for use, the bronchovideoscope had image noise. There was no harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: burn marks on the c-cover and a b30 error. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the no image malfunction: electrical/electronic component problem; expected or random component failure without any design or manufacturing issue. The burned c-cover was due to an environmental temperature problem, and the error message is from a degradation problem. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.